Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the image(s) being too bright or too dark could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Through troubleshooting, the customer only confirmed that the device's brightness was set "in the middle and on auto"; white balancing of the scopes is also performed. The customer agreed to gather additional information and call back. To date, the device is not expected to be returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a brightness issue while using the evis exera iii xenon light source. The issue occurred during an unknown procedure, there was no delay and the procedure was completed. There was no patient harm associated with the event.